Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a sore throat and lung cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section h6 (typeof investigation, investigation findings, investigation conclusion) were incorrectly captured in the previous report, it has been corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. The patient had also alleged to have cancer and sore throat. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/breakdown was not observed in the device. There were secondary findings also 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 8, 182.1 machine hours were logged. Care orchestrator data was unavailable. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress found within the blower box and on the blower. Thin grey contaminate coated throughout the inside of the outer casing of the device suggesting poor ambient air. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination was observed. Pil was unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Pil can confirm that there is no evidence of degraded sound abatement foam. Section h6 updated in this report.